Event description:
It was reported that pump malfunction occurred with malfunction code 12 and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if problem returned.